Event description:
I had an essure placed over 4.5 years ago. I have done the x-ray to assure the tubes were occluded at 3 months post procedure. I also have ultrasound 2 years ago showing the essure coils were in place. Then 6 months ago I began cramping and bleeding pretty bad, then 6 weeks ago every time I had sexual intercourse I would bleed heavy bright red bleeding. Ultrasound found my left essure expelled into my uterine cavity. The essure had to be removed in the office under sedation.